Manufacturer narrative:
Expiration date unknown as device lot number was not provided. (B)(6). Manufacturing date unknown as device lot number was not provided . All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that after implantation of an intraocular lens (iol), the surgeon noticed a plastic fragment in the patient's eye. The fragment was removed and it was found that the fragment was missing from the cartridge. There were no adverse patient effects. No further information was provided.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 08/02/2016.. Device returned to manufacturer? Yes. Device evaluation: the cartridge was returned at the manufacturing site for evaluation inside a specimen container. Visual inspection at 10x microscope magnification showed a crack at the cartridge tip section. Based on the evidence observed, the condition of the unit is consistent with a cartridge that has been damaged by the contact of the metal rod tip from the hand piece during surgical process. The rod tip protruded through the cartridge tip creating a crack (shaped hole). No plastic piece or fragments were observed inside the cartridge or inside the specimen container. The customer's reported complaint was verified. The photos provided shows a cartridge cracked on the tip section and a piece of plastic fragment that seems like a piece that broke off the cartridge. The reported plastic fragment seen in the photo, appears to have come from the cartridge tip as reported by the customer. Manufacturing records review: the cartridge's lot number is unknown, therefore the manufacturing records review could not be performed. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was verified. All pertinent information available to abbott medical optics has been submitted.